Manufacturer narrative:
Follow-up #1: date of submission 9/9/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/13/2016 with the following findings: testing was unable to duplicate ¿short battery life¿ complaint. -evidence of short battery life is illustrated with drastic 43 counts voltage drop leading to a ¿cs128¿ alarm on (B)(6) 2016. The battery compartment is cracked from threads down to the case seal on the side. Moisture corrosion is observed in the battery canister, leak test failed due a battery compartment leak. Test battery cap was able to fit. ¿ez-prime¿ steps were performed correctly, all currents draw are within specification. The pump¿s cover was removed; no further moisture or any intermittent condition was found to the pcb or to the cgm module.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with damage/moisture) issue. Reportedly, the pump was experiencing a short battery life issue with multiple batteries, the battery compartment was damaged, and there was moisture/corrosion in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.